Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of new ams 700 conceal reservoir on the contralateral side due to migration.

Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of new ams 700 conceal reservoir on the contralateral side due to migration. Additional information received stated that the conceal reservoir moved in a downward direction toward the inguinal canal. No further issue was reported post surgery.